Event description:
Boston scientific received information that this pacemaker displayed loss of capture (loc) during a threshold test. It was noted, the telemetry was causing more current battery drain. Ts suggested replacing the device. Additional information indicated that loc resulted in greater than two seconds of asystole. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.